Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that a patient with a artificial urinary sphincter (aus) experienced difficulty with the device functioning properly. Upon inspection of the device, the cuff was tested by filling it with fluid when a hole was found resulting in fluid loss. The cuff and pressure regulating balloon (prb) were explanted and replaced with a new cuff and prb. The pump was reconnected to the new components to complete the procedure. No patient complications were reported.